Event description:
On (B)(6) 2014, the patient contacted animas, alleging their blood glucose (bg) was 327 mg/dl with rapid, deep breathing, shortness of breath, chest pain, polydypsia, and polyuria. It was reported the patient was hospitalized following the bg excursion and was treated with IV fluids and continued pump use during the hospitalization. Troubleshooting and review of the pump¿s delivery history were unable to be completed. The patient alleged an inaccurate delivery issue with the pump, declined to troubleshoot, and requested to return the pump. This complaint is being reported due to the alleged serious injury attributed to a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 09/20/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal and bolus deliveries occurred on (B)(6) 2014. No alarms related to the complaint were observed. The pump¿s total daily dose history correlated to the basal and bolus delivery histories. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A delivery accuracy test found the pump to be accurately delivering. No damage was observed to and no response issue was experienced with the bolus button and keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.